Manufacturer narrative:
(B)(4). The customer reported that the pacemaker functionality was not working. This issue was found during daily check of the device and not while in use on a pt. The device was evaluated locally by philips and the problem was isolated to the power pca.

Event description:
This customer reported that the pacemaker functionality was not working. This issue was found during daily check of the device and not while in use on a pt.